Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n (B)(6), revealed : electrical failure. No device found message. Record of the two values : the number high (00) the number low (00). Failed all bench tests. H7. H9 : updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an external device. The reason for call was patient reported that the recharger relay box became very hot while recharging their implant and sometimes, they experience shocks during recharging, specifically in the area where the recharger cord meets the paddle. Patient added that during their last attempt to recharge, the system did not allow them to recharge at all. For the event date, patient stated it's been about 2 weeks. A request was sent to the repair department to replace the recharger.